Event description:
Additional information received from a healthcare professional reported patient had not experienced any symptoms related to the malfunctioning ins.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that in 2008, the patient's 2nd implantable neurostimulator (ins) was replaced due a device malfunction following the patient going through a metal detector.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.